Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated and suddenly lost implant to implant communication with the right ventricular lp. Fluoroscopy confirmed the atrial lp had dislodged. The procedure was completed using a different lp. The patient was in stable condition.